Event description:
Patient implanted (B)(6) 2023 is experiencing wound and skin concerns around pocket site where her enterra device is implanted. Surgeon described it: "there is a rim of discoloration around the perimeter of the generator (not the incision). Yesterday ((B)(6) it was pink and blanched. Today ((B)(6) it looks a little more like a bruise. She also has some pink just below the midline wound where the leads are tracking through the abdominal wall." Surgeon said after administering antibiotics, the patient showed some overnight improvement, but they are concerned about a potential allergic reaction to the device.